Event description:
Patient had reported of instability returning in operative leg. Investigatory x-ray revealed what looks like a bent endobotton. Additional information confirmed that tibial fixation was mitek's bio-intrafix screw & sheath system. The patient presented having redeveloped instability during activity (football I believe) and that his knee had "given way" a couple of times.

Manufacturer narrative:
(B)(4).